Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 2.1 pocket b5 failed to show on the map. A field service engineer (fse) inspection revealed no visible damage or defects to the row board cable, cubie tray, or pockets. The issue was resolved by reseating both the row board cable and the retractor band, restoring normal functionality. Escort verified functionality and it was successful. Proactive system check and test was successful. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, cubie was not detected on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.